Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the reported error 31089 in the system logs. The fse proactively replaced the fiber cable ports on the robot and tower as well as the common compute controllers (ccc) of both the robot and tower to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci products involved with this complaint to perform failure analysis. The robot ccc was returned for failure analysis, and the reported error 31089 were confirmed but not replicated. In artemis, this error 31089 was found 20x indicating communication errors. Also confirming that this fault did occur in the field. Upon visual inspection, no issues were found that would be related to the reported event. This robot ccc was installed, programmed and tested on the dv5 in house golden system s7 with no issue and no errors triggered at startup system started at normal as expected. Run 5x power cycles with no failures and no errors triggered. This unit was idling for 2+ hours in normal mode, with no issues and no errors triggered. Reviewing the error logs there were 20 incidents of this error 31089 intermittently between 6/16/2025 to 7/18/2025. As a result of this test and findings, failure analysis concluded that no root cause could be attributed to this robot ccc cfg unit to the reported failure. The tower ccc was returned for evaluation and the reported ¿system not completing power up¿ issue was confirmed and replicated. The ccc was also returned with reported 17 errors. The error was confirmed via lighthouse. The tower ccc was visually inspected, where no issues were found. The unit was installed onto a known good system where it showed signs of bricking. The ccc was taken to a programming station where it was unable to be connected to. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that a communication fault occurred five minutes after the system was powered up. The technical support engineer reviewed the logs and identified error 31089 on the surgeon's cart. Prior to the call, the customer performed a hard power cycle on the system and reset the blue fiber on the patient cart. The technical support engineer instructed the customer to reseat the fiber cable at both ends connected to the surgeon's console. After this action, the system powered up without faults, and all fiber connections displayed blue leds. It was suggested that if the issue returned, cleaning the fiber port and cable with compressed air should be attempted, and if the problem persisted, the fiber cable should be replaced. Later, during a procedure, communication faults returned, including error 17, along with errors 319 and 40014. System logs were unavailable during the call. The customer performed a hard reboot and emergency power off (epo) on the system and reseated the blue fiber cables, which cleared the errors at startup. The customer continued with the procedure with no patient injury.